Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid, stomach pain, fever and chills. The breach in aseptic technique was further described as the patient made a mistake. It was reported that the patient was hospitalized for the event. The patient was treated with imipenem injection (500mg, per day, ongoing, route not reported) and vancomycin injection (1gm, every fifth day, ongoing, route not reported) for peritonitis. Dianeal therapy was ongoing. At time of this report, the patient was recovering from the peritonitis event. The patient was discharged from the hospital one day after admission. The patient recovered from stomach pain, fever and chills. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that antibiotic treatment was discontinued thirteen days after the event onset. At the time of this report, the patient has recovered from peritonitis and cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.